Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of moisture damage found on the electronic and motor assembly. Further testing was not performed due to the blank display.

Event description:
The customer reported that the numbers in the insulin pump were ramping up on their own while trying to take a bolus. Troubleshooting was performed. The customer stated that she accidently jumped into the pool with the insulin pump on. No further info was provided.